Event description:
When drawing lab sample from peripheral arterial line in this pt the t-connector hub became stuck open with loss of approx 4 cc blood. Pt required normal saline bolus and earlier transfusion than anticipated for blood out related to frequent lab draws.